Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: the device is shown (buzzer defective) error and the ventilation cannot start. No clinical signs, symptoms or conditions problem identified during non-clinical procedure.